Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had replace battery alarm and power error detected. The customer¿s blood glucose level was 394 mg/dl at the time of incidence and customer¿s current blood glucose level was 296 mg/dl. Customer was treated with insulin pump for high blood glucose. Customer stated that they were not okay to troubleshoot. The insulin pump will not be returned for analysis.